Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to progression of heart failure. It was noted that an alert sounded for high pacing impedance on the left ventricular (lv) lead, which the patient had no reaction to. High impedance measurements were also noted intraoperative at the replacement procedure. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.